Event description:
Reporter called on behalf of brother who experienced the error 1 message. Reporter said he retested and got a blood glucode reading of 160 mg/dl. They did not compare with color chart. Technique appeared correct otherwise.